Event description:
It was reported the physician was unable to implant the right ventricular lead due to an unspecified issue. The lead was replaced with the same model lead successfully. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).